Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the flange was almost completely detached from the tube. Five sample were retrieved from current production at the manufacturing facility and subjected to a bonding strength test. It was found that an average load of 54.59n is needed in order to detach the flange from the tube. A device history record review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be identified. It was found that an average load of 54.59n is needed in order to detach the flange from the tube, and the failure was detected only after use.

Event description:
Customer complaint alleges "npa [nasopharyngeal airway] is used at night in children with breathing problems and tracheostomy history. The flange is being fixated with a cord. Two times the flange was separated from the tube. (Continued) it was difficult to remove the tube out of the nose." No patient injury or complication reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "npa [nasopharyngeal airway] is used at night in children with breathing problems and tracheostomy history. The flange is being fixated with a cord. Two times the flange was separated from the tube. It was difficult to remove the tube out of the nose." No patient injury or complication reported. Patient condition reported as fine.